Event description:
It was reported that the patient could feel their pump more and it was a little discomforting and hurt when they bent over at the waist or wore tight belts. The patient had lost 75 lbs sine 2008 due to the death of a family member. The pump ¿moves around¿ a lot in the pocket leading to difficulty during refills. The pump was described as ¿everywhere.¿ the patient¿s healthcare providers (hcps) have to ¿poke all over¿ causing the patient to bleed. The patient has scars on her stomach.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8590-1, lot# n142177, implanted: (B)(6) 2008, product type: accessory. (B)(4).